Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted on (B)(6) 2023. The patient stated that there as a red circle with an x on her pump and stated there were no readings on the cgm. The patient stated that she passed out and was unsure how long she was unconscious. She last remembered that she was putting on her shoes to take her dog for a walk around a quarter after nine at night and passed out on the couch. She stated the device failed because it did not alert and was not providing readings. She regained consciousness on her own and stated she did not self treat or need assistance. At the time of the report, the patient was doing okay and stated that she was going to drive herself to the emergency room to get checked. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).